Event description:
It was reported that the user experienced fluctuating blood glucose with episodes of hypoglycemia overnight followed by hyperglycemia after breakfast while using the ilet system, noting prior manual breakfast doses of 4¿4.5 units compared to current automated deliveries of approximately 3.5¿4 units. The user treated lows with 15 g carbohydrates every 15 minutes and then overcorrected to return to sleep, and customer review of device data indicated rapid correction from low blood glucose with limited subsequent insulin delivery and insufficient breakfast coverage. Investigation included review of available device data and user report with recommendation to consult clinical support for target review or a factory reset and to engage the healthcare provider. Further investigation of this case revealed no device malfunction evident from the information reviewed and that user carbohydrate treatment and breakfast dosing expectations likely contributed to glycemic variability. Symptoms included user being anxious that could be associated with low blood glucose and high blood glucose. Outcomes included therapy performance without injury, hospitalization, or emergency intervention. It was concluded that, based on previously established findings for similar reports, the event was consistent with use-related factors, including hypoglycemia management and potential underdosing at breakfast, with no confirmed device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.